Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) is displaying a controller error message (yellow alarm). The aic will be returned for evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation for the controller failure _yellow alarm has been completed. Console data logs confirm that controller error was sent. Real-time logs from the confirmed the failure. The console was returned for evaluation and confirmed for the reported failure mode of a controller error. The failure has been reproduced using a an optical bench simulator and the root cause investigated to be a deficiency of the communication protocol of the optical bench, resulting in misalignment of data communication packets received by epc. Console sw operated as designed. The root cause of the controller error (opm comm crc invalid) [optical pump connected] is still undetermined but is known pattern failure of transient loss of optical data.